Event description:
Material no: 320469 batch no: 8295904. It was reported that during use of the bd ultra-fine ii¿ (short) self-contained insulin syringe the consumer found a few syringes plunger hard to move up or down. The following information was provided by the initial reporter: item # 320469 lot # 8295904 exp date 2023-11 found a few syringes plunger hard to move up or down.

Manufacturer narrative:
Investigation summary: customer returned (2) 1cc, 8mm, 30g syringes in an open poly bag from lot # 8295904. Customer states that the plunger is hard to move up or down. Both returned syringes were tested and both plunger rods were able to be exercised in the barrel without any observed defects. A review of the device history record was completed for batch# 8295904. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 320469, batch no: 8295904. It was reported that during use of the bd ultra-fine ii¿ (short) self-contained insulin syringe the consumer found a few syringes plunger hard to move up or down. The following information was provided by the initial reporter: item # 320469 lot # 8295904 exp date 2023-11 found a few syringes plunger hard to move up or down.